Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing. Technical services (ts) reviewed the programming for the device and recommended potential changes. This crt-d remains in service. No adverse patient effects were reported.